Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2021. H2: additional information received: rep reported the clipping along staple line is routine practice for surgeons at this account and no quality issue is being reported by surgeons regarding the stapler. The only quality issue being reported was for the er420 device clip scissoring.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a laparoscopic gastric sleeve about half of the clips were scissoring in the jaws and on tissue. There was minimal bleeding during the procedure which was not caused by scissored clips. The scissored clips did not cut tissue and did not have an occlusion issue. A second device was sufficient to control the minimal bleeding. There was added procedure time however the procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. D4: batch # u95t8w. H6: component code: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the er420 device was returned without apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Ensure full release of the trigger after firing. A partial release of the trigger restricts the clip from reaching the correct distal point in the instrument jaws, and may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.